Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported when the femoral stem implant was opened for use during hip arthroplasty, the scrub nurse noticed there was plastic attached to the stem.

Manufacturer narrative:
(B)(4). The reported event was confirmed through physical evaluation of the returned stem. As returned, white debris is seen on the distal end or the stem; however, the source of the debris remains unknown. A sample of the debris was collected prior to decontamination and sent for analysis. Analysis could not determine the source of the residue, as the ftir spectra of the unknown residue are not consistent with polyethylene foam packaging subcomponents. Device history records indicate the device was manufactured and packaged to specifications; it was noted that (B)(4) pieces of lot 63277193 underwent rework/repackaging prior to release. A definite assignable cause of the event could not be determined with the information available. Review of complaint history found no other complaints of any nature regarding this part and lot number combination. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.